Event description:
It was reported that the patient was implanted a metasul head 28 s 12/14 on (B)(6), 2001. The patient was revised on (B)(6), 2013 due to pain and pseudo tumor in the hip.

Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays (one) and other source documents (MRI) were rec'd. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Another complaint has been open under (B)(4) as it is a split complaint with (B)(4). (B)(4).